Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified antibiotic for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was currently "well". The cause and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7 and d10. B5: upon follow-up, it was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.